Event description:
A customer reported she had a blood glucose meter and she did not know how to use it. As result, the customer reportedly experienced dizziness and went to a hospital where she was diagnosed with severe hyperglycemia (her blood glucose level was reportedly over 500 mg/dl), and treated with insulin and other unknown oral medications. The customer also reported she stayed at the hospital for six days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, adc customer service provided training to the customer on how to use her blood glucose monitoring system. This case does not involve a product malfunction and no product investigation is necessary. This is the final report.